Event description:
Customer states the product has become a safety issue because they cannot remove the blade (B)(4) from the handles (B)(4) that have been used forever for this product. It has become a safety issue as one exploded in a team member's face when he was trying to remove the blade. Fortunately he was wearing a face mask and was protected.